Event description:
It was reported that a user of the ilet experienced hyperglycemia during a supply change and required guidance to complete the change and resume insulin delivery; the user utilizes a 6 mm, 23-inch infusion set and recorded a blood glucose of 342 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included self-monitoring of blood glucose without medical intervention or hospitalization. Investigation included real-time troubleshooting and education on proper supply change and resumption of insulin. Investigation of this case revealed no device malfunction reported and no component failure observed, with the event consistent with transient hyperglycemia of unclear cause during an infusion set or supply transition. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.